Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine via an implantable pump for non-malignant pain. It was rep orted that the reason for the call was the patient stated they went to the healthcare provider on monday for a refill and the patient stated everything was fine but yesterday the pump started to make a beeping sound. The patient stated the pump was beeping continu ously every hour on the hour since yesterday. The healthcare provider connected to the pump yesterday and they could not find any error codes or messages that said there was a problem with the pump so they could not determine why the pump was alarming. The agent suggested that patient have the pump checked in person by a field rep. The patient stated that the field rep would be at the hcp's office tomorrow. The patient stated they would call the hcp's office to try to get an appointment to go in. Information was received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the reason for the call was the rep stated that pump was refilled on monday but the patient continued to hear an alarm every hour. The agent confirmed that the pump had reached a low reservoir status before the refill and reviewed information on concurrent alarms. The agent advised the rep to select active alarm option on programmer and update pump to silence the current alarm. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the pump alarming was that they needed to silence the first alarm on the first screen. The issue had resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.